Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Patient identifier#(B)(6) , patient identifier#(B)(6) and patient identifier#(B)(6) are all related records, which were created to capture several issues of multiples instruments that were used in the same surgical procedure. Patient identifier# (B)(6) contained the report of the converted to open surgery for MDR submission. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the front part of the harmonic ace instrument was separated and could potentially fall into the patient's cavity during use. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the front part of the harmonic ace instrument was separated. The customer was not able to remove instrument due to bent instrument jaws while handling big myoma. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was converted to open with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no abnormality. Two harmonic ace instruments were broken during use and no fragment fell inside of the patient. The customer used the third instrument and elected to convert to open surgery due to several issues with multiple instruments. The patient had no injury and did not experience any post-operative complications following the surgical procedure. Intraoperative collision or misuse involving the instrument was not observed. The instrument operated as expected during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge. Common causes of the failure mode broken harmonic insert are typically attributed to mishandling/misuse, likely from excessive loading. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.